Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of the clinician holding the port with attached catheter kept inside a polythene pouch. The complete view of catheter was not provided. The investigation is inconclusive for the reported catheter fracture, material separation, migration and suction problem issues as the provided photo not sufficient to confirm the reported event. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient diagnosed with breast cancer underwent a port placement procedure through the powerport m.r.I. Isp. On (B)(6) 2025, during routine maintenance, it was reported that blood could not be able to obtain. It was further reported that a CT scan revealed an intra body catheter fracture, with the catheter completely severed at its midpoint and the fractured segment migrated into the right atrium. The port removal surgery was performed on (B)(6) 2025. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history record was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure through the powerport m.r.I. Isp. During routine maintenance, it was reported that could not obtain blood. In (B)(6) 2025, a CT scan revealed an intra-body catheter fracture, with the catheter completely severed at its midpoint and the fractured segment migrated into the right atrium. Port removal surgery was performed on december (B)(6) 2025. The current status of the patient is unknown.